Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not annunciate load fill cannula alerts. Review of the pump logs by tandem technical support verified that the pump was working as intended. There was no reported impact to customer¿s blood glucose. The customer continued to use the pump for insulin therapy.